Event description:
It was reported as part of a clinical study that after completion of a da vinci-assisted nipple sparing mastectomy (nsm) procedure performed on (B)(6) 2022, a post-operative seroma was diagnosed on (B)(6) 2022. The seroma was drained on (B)(6) 2022 and fully resolved on (B)(6) 2022. Intuitive surgical, inc. (Isi) followed up with the site coordinator and the following additional information was received: the procedure was a bilateral nsm: robotic nsm on the right side and open procedure on the left side. The seroma was identified at the lower pole of the right breast. Oral antibiotics were prescribed for an unspecified reason. The right seroma was deemed to be unrelated to the robotic nsm procedure and the da vinci xi system by the investigator.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted nsm procedure, the patient was diagnosed with a post-operative seroma on the right breast. As a result, the patient underwent a procedure to drain the seroma. Additionally, the patient was prescribed oral antibiotics. Although the right seroma was deemed to be unrelated to the robotic nsm procedure and the da vinci xi system by the investigator, the cause of the post-operative complication is unknown. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory.

Manufacturer narrative:
It was reported that after a da vinci-assisted nipple sparing mastectomy procedure, the patient had left breast redness and pain on (B)(6) 2022. The patient was prescribed lenofloxacin. The patient visited their plastic surgeon on (B)(6) 2022 due to the worsening redness and pain. Left breast fluid was collected for cultures: routine and anaerobic result were negative, afb stain results are pending. The patient underwent surgery on (B)(6) 2022 to remove the left tex. The patient was scheduled for a second reconstructive procedure with their plastic surgeon on (B)(6) 2022.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of information from the nsm xi ide study was performed and the following relevant additional specific information was noted: on (B)(6) 2022, a small palpable fluid collection in the lower pole of the right breast was noted. One drain with serosanguineous output was noted. On (B)(6) 2022, during a plastic surgery follow-up, mild, resolving ecchymosis and a small, palpable fluid collection were noted in the lower pole of right breast. Blistering and skin necrosis was observed along the left nipple areolar complex (nac), the nipple tip had dry eschar. Discoloration of the lower pole of the breast was noted. Air was removed from bilateral expanders and 180 cc saline was added. A 7-day course of cefadroxil was prescribed due to the seroma which was unable to be drained over the port site or through the drain. On (B)(6) 2022, partial thickness necrosis on the upper outer quadrant of the left areola was noted, the nipple tip was black and had dry eschar. Left nac with worsening necrosis was noted. Excision and closure of the left nac was done during this visit, and bactrim was prescribed. The seroma was drained, and nac removal and closure was performed on (B)(6) 2022. No additional information was provided.

Event description:
Refer to h10/h11 for follow-up information.